Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2023-00007: a facility reported that before they used the mayfield modified skull clamp (a1059) on a patient, they realized that the lock was very loose and could unlock by barely touching the cam. No harm occurred and no surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. There was lateral and rotational movement in the lock and a residue buildup was present. Unit required cleaning and replacement of worn parts due to routine use and wear. Root cause - the complaint is confirmed via inspection of the unit. Unit required cleaning and replacement of worn parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.